Event description:
During the device daily testing, the facility nurse found that it would not power on properly. It powered on with a white screen and illuminated the service light. Further investigation by the facility biomed found that the device intermittently failed to power on properly. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device verified the reported intermittent failure. Physio replaced the system controller pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.